Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. With regard to the question of whether the reported shocking had resolved. The healthcare provider indicated that at the time that the patient was evaluated, subsequent to the event, she reported no shocking. The healthcare provider performed an x-ray of the patient's pelvis and the lead was completely gone. The healthcare provider said that they didn't think the operating surgeon was being completely forthcoming with respect to what actually happened intraoperatively. The surgeon had mentioned nothing on the operative reported as well. The healthcare provider said that in any event, she seemed to be voiding now, and they were taking a 'wait and see' approach. No further complications were reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) ubd: 11-jan-2021, UDI#: (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an unrelated spine surgery on friday. The patient had turned the stimulator off prior to the surgery, but the doctor accidentally cut the lead wire. The patient went to check the implant to confirm it was off, and they were seeing a por screen on the controller. The patient stated that they were experiencing little shocks even though the device was off. The patient had an appointment scheduled with their managing doctor at the time of the call. No further complications were reported.